Event description:
It was reported that the patients ipg was getting hot during the magnetic resonance imaging (MRI) scan. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was getting hot during the magnetic resonance imaging (MRI) scan. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event of ipg getting hot during an MRI scan was not confirmed.

Event description:
It was reported that the patients ipg was getting hot during the magnetic resonance imaging (MRI) scan. The patient underwent an ipg replacement procedure and was doing well postoperatively.